Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.

Event description:
The doctor reports that the dental implant located in position number 36 failed because it fractured at the head/neck. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. The implant was observed fractured at the collar region, and a fractured screw fragment was seen stuck inside. However, upon further information provided, customer confirmed the screw was fractured during the implant removal process. Also, the returned crown had the remaining fractured screw fragment. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1254954. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1254954 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. The customer did submit one (1) x-ray image for the reported event. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits / patient factors, or customer error. Therefore, based on the available information, the implant malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.